Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio found a loose battery pin in battery well #2. The pin was unable to be tightened. The rear case was replaced and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself when going over bumps in the road. There was no patient use associated with this event.